Event description:
It was reported that the patient presented with st elevated myocardial infarction and was determined to be a killip class 3. On (B)(6) 2011 two promus stents were implanted to treat 100% stenosis of the left main (lm) coronary artery and the proximal left anterior descending (lad) artery. An intra aortic balloon pump was placed prior to treatment in the right femoral artery. Thrombus aspiration and predilatation was performed prior to stenting. A 2.5 x 23 mm promus stent was implanted at 16 atmospheres (atm) in the lad. A 3.5 x 12 mm promus stent was implanted in the lm overlapping the 2.5 x 23 mm promus stent; however, the distal end of the stent did not expand properly and post-dilatation with a non-abbott balloon was performed (18 atm). Post intravascular ultrasound confirmed that 4 mm of stent was in the lm, and 2.5 mm of stent was in the proximal lad. The patient was discharged from the hospital after two weeks in good condition. On (B)(6) 2011, the patient was found in cardio-respiratory arrest at home. Cardiopulmonary resuscitation was provided when the ambulance arrived at the patients house, and was continued for 30 minutes after the patient was brought to the hospital; however, resuscitation attempts failed and the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 23 promus is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported cardiac arrest, death and thrombosis listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.